Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead may have had a possible fracture. It was also reported that the lead had an acute increase in impedance, with a measurement greater than 2000 ohms, and high pacing thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.